Manufacturer narrative:
Seaspine was made aware of this event on 4 may 2021. The drivers were received for analysis, and visual inspection confirmed damage to the tips. Functional torque testing of similar screws and screwdrivers made from the same material and material condition was conducted. During this test, no driver failed, although wear was noted. While the recorded user applied loads remained under the screwdriver ultimate torque, driver wear was noted when the driver was cyclically loaded to high torque values. Therefore, root cause is not determined but may be due to cyclic loading followed by a high torque application. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components.

Event description:
The patient underwent spinal surgery consisting of seaspine's admiral acp system on (B)(6) 2021. During the surgery, the ap2-000002 screwdriver, threaded tip broke, and a fragment remained in the screw head (reference # 3012120772-2021-00047). A second ap2-000002 screwdriver, threaded was provided, and this instrument also broke in a similar manner, also leaving a fragment in a screw head. The surgeon determined the fragments could remain in the screw heads, as the fragments were below the head surface, and the locking cover placed over the screw further mitigated the risk of migration. The surgery was completed successfully.